Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it to date. A supplier complaint was initiated: supplier investigation statement has been received: the most possible root cause could be determined as mounting failure. Device history record of the reported lot 92158421 has been investigated with no abnormality found. Further investigation further shows that the failure was caused by a loose connection. The connection between the ecc bag and the connector could be widened too much while mounting. Therefore, as a corrective action, training was performed explaining the assembly of the connector. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device has been requested for return and not yet received. A supplemental medwatch will be submitted upon receipt of additional information.

Event description:
(B)(4). "At the end of the ecc procedure, when the patient was no longer connected to the ecc machine, the venous line disconnected from the venous bag. Collars were added to consolidate. The 2 connectors that enter into the venous bag easily disconnected once the pvc is warmed by the blood." Additional information received on 2016-02-26: incident occurred at the end of the ecc procedure, when the patient was no more connected to the circuit. No consequence for the patient. (B)(4).